Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The certas valve (ID 828804pl) was not returned for evaluation (discarded), but a photo was provided showing the broken device, the complaint is confirmed. Device history record (DHR) - lot 7434922 conformed to specifications when released to stock. Root cause analysis - the possible root cause for the issue reported by the customer could not be clearly determined but could be due to user¿s error or atypical handling. As noted in the IFU, do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway. However, it was not possible to confirm and identify the root cause of this assumption as the product was not returned for investigation.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a broken certas valve (ID (B)(6)). The valve was implanted on (B)(6) 2024, and revised on (B)(6) 2024.